Event description:
It was reported that during the implant attempt, the lead could not fixate properly, and the lead parameters were "bad." The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.